Event description:
It was reported that the ventilator had a low internal battery alarm while in use. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and reviewed the event log and noted numerous times that the vent was operating on battery power overnight between 7pm and 7 am. The customer had performed testing on the unit and all tests passed. The customer was advised to perform an electrical safety test to verify proper operation of the power cord before placing in service and discuss with staff to be aware when unit is operating on battery power. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer reported that the low battery alarm was due to not being plugged into a wall outlet. The power cord was tested and was good. The unit was return to use. The device was being used for treatment when the reported event occurred. Root cause is user error, the unit was not plugged into the wall outlet.